Event description:
The device was "not inflating/deflating properly." The physician performed a percutaneous fluid adjustment, adding 5 cc's of fluid to the device. The device, nor any of it's components were removed or replaced.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was revised on 2/13/97 because the device "was not inflating/deflating adequately," however there was nothing wrong with the device. A procedure was performed to add 5cc's of fluid to the device. Because no components were removed/replaced, and the device remains implanted and is functioning as intended, qa concluded that no functional abnormalities contributed to this event. Additionally, due to the nature of this event, qa accepts the physician's observations that the device was not functioning adequately and was in need of more fluid, as the reason for surgical intervention.